Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain with device use. Subsequently, the patient underwent a procedure under general anaesthetic to remove the internal magnet and have an abutment placed (date not reported).